Event description:
During routine testing of the device, the user reported that the calibrator did not connect to cdi 500 as expected. No other details regarding the nature of the event were provided. Since the event occurred during routine testing, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.